Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with normal operating currents and passed the self test. The pump passed the unexpected restart error test and the off no power test. The drive support disk was inspected and no anomaly was noted. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he bolused and got 2 units of insulin but he later woke up with a blood glucose level of 40 mg/dl. Customer stated that his wife fed him ice cream. Customer's current blood glucose is 283 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for some time between 10 am and 1 or 2 am. Customer stated that the drive support cap is sticking out. Customer stated that he never pushed the cap while connected. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.